Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and similar incident review of the reported lot could not be conducted because the part and lot number were not provided. Reportedly, the ''stent made some jerks'' passing over the v18 guide wire (''new'' guide wire), there was no defect in the guide wire. It made some jerks, but it didn't show any signs of malfunction, it went down smoothly, after it was released, it stayed in the proper position and when the system was removed they noticed that the white part of the nose (catheter cap) was missing.'' It should be noted that the supera peripheral stent system instructions for use (IFU) states: should unusual resistance be felt at any time during stent system advancement or stent deployment, the entire system should be removed together with the introducer sheath or guiding catheter as a single unit. Additionally, reportedly the supera stent was deployed within the first supera stent that was reported to have been deployed too far distally within the anatomy. The supera peripheral stent system IFU also states: if an additional supera stent is used for treatment of a dissection or to ensure the target lesion is fully covered, overlap the stents by at least 1 cm. It is inconclusive if the reported deviations of the IFU caused/contributed to the reported difficulties. A cine was received and reviewed by an abbott vascular clinical specialist: the single image provided does show what appears to be the reported tip dislodgement located at the distal overlap or the proximal (second deployed) stent. An additional video shows what appears to be the recovery of the separated tip although this process / procedure was not detailed in the report. As there was no damage noted to the device during the inspection prior to use, it is possible that interaction with the anatomy and/or a coagulation of blood/contrast on the guide wire resulted in the reported difficult to advance. Additionally, it is possible that during removal interaction with the anatomy/other devices and/or inadvertent mishandling ultimately resulted in the reported tip material separation; however, this cannot be confirmed. The investigation determined a conclusive cause for the reported difficulties cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. D4: the UDI is unknown because the part/lot number were not provided. H6: medical device problem code 2017 - failure to follow steps / instructions h6: medical device problem code 2017 - against resistanced9 - device available for evaluation updated from ni to no. H6: health effect - impact code 4614 removed.

Event description:
Subsequent to the initially filed reports, the following information was provided: the lesion was prepared with a slightly larger balloon and the first 4.5x80mm supera stent was implanted but too distal. Another 4.5x80mm supera stent was placed and made some jerks but went down smoothly. After the stent was released, it stayed in the proper position and when the system was removed it was then noticed that the white part of the nose (catheter cap) was missing and was noted to be in a branch of the truncal posterior tibial artery. An attempt was made to remove the separated portion, but was unsuccessful; therefore, the tip remains in the patient. No additional information was provided.

Event description:
It was reported that the procedure was to treat a lesion in the lower extremity. The supera self-expanding stent system (sess) and another unspecified stent were used, however, the nose cone of one of the delivery systems fractured [separated] inside the popliteal artery after releasing the stent. There was no reported adverse patient sequelae and there was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
D4: the UDI is unknown because the part/lot number were not provided. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.